Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #geo event description: it was reported that the patient which a single chamber pacemaker done on the (B)(6). When he came back for stitches removal on the (B)(6) it was noticed that about 2 days after implant there was as variation in the impedances and also the threshold was up and down. Rwave sensing was stable. Looking at the xray it looked like the lead pin was all the way through and with arm movements it showed no difference. Today the (B)(6) the patient was opened and disconnected the lead and tested through the analyzer and the threshold was .5v and impedance of 494ohms. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the ipg and rv lead, there was as variation in the impedance and threshold was up and down. X-ray revealed the rv lead pin was all the way through and arm movements showed no difference. It was also reported the rv lead the patient was returned for revision procedure. The rv lead was disconnected and tested through the analyzer and the threshold was high. The ipg was cleaned and the rv lead re inserted in the ipg header and device check was done and all measurements were good. Evaluation of device data revealed high impedance. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.